Event description:
On (B)(6) 2018, a patient underwent endovascular treatment of a thoracic dissection with ulcer-like projection using two conformable gore® tag® thoracic endoprostheses with a 2-debranch bypass and a chimney technique using a gore® excluder® aaa endoprosthesis. A ctag (tgu313115j) was implanted distally. A contralateral leg endoprosthesis (plc141000j) as the chimney was implanted. A ctag (tgu373720j) was implanted proximally. After all devices were implanted, a slight gutter endoleak (proximal type I endoleak) was observed at the ctag (tgu373720j). The physician decided not to perform additional touch up due to a weak vessel condition and decided to monitor the gutter endoleak. On unknown date, at a follow up, computed tomography revealed a stent graft-induced new entry (sine) at a distal end of the tgu313115j. No gutter endoleak was observed. On (B)(6) 2022, a reintervention was performed to treat the sine. Additionally, a ctag (tgm343420j) was implanted to extend distally. The patient tolerated the procedure. Reportedly, at the initial treatment no dissection was observed at the vessel where the sine was observed. The vessel where the sine was observed had a weak vessel condition. The sine might have been caused by the weak vessel condition.

Manufacturer narrative:
H6: code 213.